Event description:
It was reported there was lead damage during explant and fragments remained in the patient. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).